Event description:
Caller reported blood glucose results of 200 mg/dl and "60s" mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.